Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that a ar-12990 knee scorpion broke. This occurred during an unknown case, with no patient effect reported. No additional information provided.

Manufacturer narrative:
Complaint confirmed. Visual evaluation noticed that the jaw is broken off. This is probably caused by applying excessive force while grasping and manipulating tissue, or when applying excessive leveraging forces. No broken parts were returned for inspection. Functional testing not performed due to the damage of the device. The observed condition is attributed to undetermined.